Event description:
It was reported to philips that the battery needs replacement. There was no patient involvement.

Manufacturer narrative:
It was reported to philips, that the battery needs replacement. The customer worked with the technical support representative. The customer needs a replacement battery. The customer has identified, the need to replace battery. So they have approved an order for the battery. No further action is required.